Manufacturer narrative:
(B)(4). Lot# unknown. Potential lot# 23f15d0929.

Event description:
The customer reports the medial lumen broke off 5 days after insertion. The line was replaced. No patient injury or complication reported.

Event description:
The customer reports the medial lumen broke off 5 days after insertion. The line was replaced. No patient injury or complication reported.

Manufacturer narrative:
(B)(4). The customer returned a 3-lumen cvc catheter for investigation. The sample contained obvious signs of use in the form of biological material and the distal extension line was separated near the juncture hub. Microscopic examination of the points of separation indicated that they were smooth and even, indicating contact with a sharp object caused the damage (cutting bandages, etc.). The proximal end of the separated extension line measured 73 mm and the distal end of the separated extension line measured 10 mm. The total length of the extension line is 83 mm , which is within the specification of 73-93 mm per catheter drawing. Therefore, no pieces of the extension line appear to be missing. The distal extension line inner and outer diameter were measured and were found to be within specification. This indicates there is no issue with the extension line wall thickness. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow." The customer report of extension line separation in use was confirmed through visual inspection of the returned sample. The distal extension line body was cut and separated 10 mm from the juncture hub. The damage observed on the returned catheter was consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). A device history record review for the catheter did not reveal any manufacturing related issues. Based on the condition of the returned sample, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.